Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: IFU states detection methods in gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf type 260 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the play of the up/down was out of the standard value due to wear of the angle wire; the bending angle in the up direction did not meet standard value due to wear of the angle wire; the adhesive on the bending section cover had a chip; the adhesive on the bending section cover had a white-clouded area; water removal ability did not meet the standard value due to clogging of the nozzle; the mouthpiece was loose; the image guide protector had a chip; the control section side of the universal cord protector had a scratch; the objective lens had a scratch; the adhesives around the objective lens had a white-clouded area; the light guide lens had a chip; the adhesives around the light guide lens had a white-clouded area; the plastic distal end cover had a dent; and the connecting tube had a scratch. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The customer stated during reprocessing, the water and air are being supplied to the air and water nozzles, but not for 30 seconds. It may be short. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the angulation works on the gastrointestinal videoscope, but the angulation control knob feels too loose/light. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, foreign objects were found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.